Event description:
This procedure occurred in a foreign country. During the femoral stenting procedure with a protege everflex, a rupture in the vessel was reported. The reason for the bleeding could not be determined. A covered stent was then deployed to repair the vessel damage. No injury to the pt reported.